Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the peeled pad was stress that led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the tissue pad of the sonicbeat was worn out and partially peeled off. There was no patient involvement.